Event description:
The patient had a tissue expander placed and failed to make follow up appointments with her doctor. The device deflated and when she became uncomfortable, she came to her doctor and asked to have the tissue expander removed and not replaced.